Event description:
It was reported that the radiofrequency programmer head was not working. It was also indicated that the programmer head was no longer needed. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head was not working, its uplink tests were out of specification. The head was no longer needed and was to be returned to the manufacturer for repair. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was not working. It was also indicated that the programmer head was no longer needed. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).